Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, during both external inspection and tests, the display was found extremely dim and difficult to read. During external and internal check, the device was found to be heavily contaminated. The display required a change. It was also noted that the preventive maintenance was well overdue (2019). Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: customer reported that pump "does not work." Received pump. Unable to confirmed customer reported issue. Device powers on and functions. Other issue were found. Display was extremely dim, replaced. Device required extensive cleaning. Performed u1 agilia software update on notification. Pump is over due for preventive maintenance, carried out on notification. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.